Event description:
A patient presented with chest pain and generatedthe following initial blood test results: ck=65u/l, ck-mb=2.3ng/ml, and architect stat troponin-1=0.838 ng/ml. An electrocardiogram and cardiac catheterization were then performed and revealed no cardiac injury. This patient's sample generated below sensitivity results for a troponin -t assay and for an alternate troponin-1 assay. Over the next four days, this patient generated the following ranges for the documented assays: ck=36 to 19 u/l, ck-mb=less than 1.0ng/ml, and architect stat troponin-1 = 0.9to 1.331 ng/ml. Control samples for the architect stat troponin -1 assay have been within specifications. No further patient information is being made available. There is no further impact to patient management reported.